Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow up, an alert for aborted charges due to possible output circuit damage was observed. No adverse consequences were reported. Device reset has been scheduled.